Event description:
It was reported that the patients right atrial (ra) lead triggered a lead warning. The lead measured high thresholds and exhibited low impedance levels. Unexpected longevity was also noted with the patients implantable pulse generator (ipg). The current estimated longevity is "only" 1-2 years with the device being implanted less than three years. The device remains in use. The lead was reprogrammed to a unipolar configuration, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.